Event description:
A report was received that the patient had difficulty charging the ipg as it was too deep. The patient will undergo a pocket revision procedure.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the ipg was repositioned for easier charging. The patient was doing well.

Event description:
A report was received that the patient had difficulty charging the ipg as it was too deep. The patient will undergo a pocket revision procedure.